Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6.

Event description:
Healthcare professional reported a right side rupture. Additionally reported removal due to concern. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported a right side rupture. Additionally reported removal due to concern and device implanted beyond expiration date. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, anxiety-product/procedure and use error was received on march 18, 2020 with lot number 2622991. Visual analysis of the returned device identified: underweight, opening, red particles and crease fold. A microscopic analysis was performed which identify two sharp edge broken in the same edge assessed as unidentified tear broken and sharp edge opening in the same edge assessed as unidentified tear opening and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A sharp broken on posterior due to an unidentified (tear) broken. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Additionally reported removal due to concern and device implanted beyond expiration date. Device has been explanted.